Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Customer reported that there are too many steps to complete bolus deliveries and for this reason, would not bolus, leading to high blood glucose level (450 mg/dl). Customer reverted to a non-tandem pump and manual insulin therapy and blood glucose levels were reported to be "fine."